Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is not an issue rather an expected behavior. The reported event is confirmed however its expected behavior. After thorough investigation , we observed that the user carb units was defined as exchange under report settings. However data table is expected to show in grams as per requirement. To assist with the resolution , provided the below feedback to helpline support team. I do not see any discrepancy in the data displayed for the provided date range. Ex : on 12th march there is a carb entered at 12.20 carb units are set to exhanges under report settings , weekly review report is showing the exchange value. So in this case , if we apply the conversion factor it shows 5.8 exchange units. This is showing correct. I did verify the 8.3 value displayed on 12th march at 18:43 which shows the correct value. Please let me know if you need any additional information. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is due to lack of user training. Helpline has not confirmed whether the provided feedback helped resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as inaccurate data was observed in the generated report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.